Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer does not use the sensor feature. The customer was able to clear the alarm, but was not able to rewind the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had a constant motor error alarm due to a corroded motor home switch. The functional testing could not be completed due to the motor error alarm. The insulin pump had a cracked reservoir tube lip.